Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The same day as the event onset, the patient was treated with vancomycin injection (1 gram, intraperitoneal, every 5 days and duration not reported) and ceftazidime injection (1 gram, intraperitoneal, daily and duration not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information upon follow up it was reported the patient was also treated with fluconazole (1g, route, duration and frequency were not reported) for peritonitis. At the time of this report, the patient remained recovering from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the cause of peritonitis was due to unhygienic conditions. At the time of this report, the patient was not recovering from the event. Fifteen days prior to the time of this report, the peritoneal dialysis (pd) catheter was removed and patient shifted to hemodialysis (hd). It was not reported if the patient was retrained on the proper aseptic technique. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.